Manufacturer narrative:
This report is filed february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced significant inflammation at the abutment site. Subsequently, the patient was administered a kenalog injection (date not reported). The implanted device remains.